Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011. Reimplantation is planned for approximately one month out from the date of explantation. This report is filed (B)(4), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient developed a skin flap infection resulting in a debridement and irrigation of the site on two occassions in (B)(4), 2010 (specific date not reported) and treatment with oral antibiotics. The implanted device remains.